Event description:
It was reported to philips that the system gave an alert indicating a button was active during startup, preventing the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating a button was active during startup, preventing the system from booting. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the panhandle switch on control module stuck in the demo position. To resolve the reported issue, the fse replaced the control module and reinstalled the device on module. After replacement of control module for table side, the system was returned to use in good working order. The codes were updated based on the investigation outcome.